Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus spare parts center confirmed the image freezing. This is a spare device, which was loaned to the hospital for trial use and the event didn't occur during clinical use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the dp board, which is performing video input/output and clock/synchronization signal generation between the boards, was broken, the communication abnormal between each boards occurred, and resulted in the freezing image. Additionally, six years or more have passed since the device was delivered, and parts on the board might have deteriorated over time due to repeated use for a long period.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus found that the endoscopic image froze. This phenomenon did not occur during using of the device by the user facility. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.